Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all the buttons on the keypad are unresponsive. There was no evidence of moisture beneath the keypad. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump returned with torn keypad, on the ¿ok¿ key. Confirmed the ¿ok¿,¿down¿ and "up" keys to be unresponsive. Keypad was removed to investigate, evidence of keypad contamination was located, under ¿contrast¿,¿ok¿,¿down¿ and "up" contact button. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.